Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of approximately 60 mg/dl; cause was not known. The customer went to the emergency room (ER) and was subsequently hospitalized. Customer was treated with juice, glucerna, and other unspecified fluids. Customer was released from the hospital on (B)(6) 2020 with no permanent damage. The customer changed the pump supplies and resumed insulin therapy.